Manufacturer narrative:
The device was received with the exposed portion of the soft cannula kinked, however, the timing and cause of the damage could not be determined. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The cannula assembly, bottom housing and adhesive pad were inspected for manufacturing deficiencies that could cause bleeding or bruising and no issues were found. No other damages or defects were observed that would result in the device failing to deliver insulin. No blood was observed on the device.

Event description:
It was reported that the patient's blood glucose level was greater than 20.1 mmol/l (361.8 mg/dl). The pod was worn between 4 and 24 hours on the hip/buttocks. Hyperglycemia treated by applying a new pod.